Manufacturer narrative:
Date of event: estimated as the aware date as the date of the event was not received.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the 3 month follow-up, transesophageal echocardiography (tee) revealed a large thrombus on the device. No additional information is known at this time.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the 3 month follow-up, transesophageal echocardiography (tee) revealed a large thrombus on the device. No additional information is known at this time. It was further reported that the patient was put back on anticoagulants (eliquis) to treat the thrombus. The thrombus was later dissolved and the patient is doing fine.

Manufacturer narrative:
Outcomes attrib to adv event: updated. Date of event: updated, estimated as (B)(6) 2021. The 3 month follow up transesophageal echocardiography (tee) was in the beginning of (B)(6) 2021, physician didnt recall the exact date. Impact codes: updated. Evaluation result codes: updated. Evaluation conclusion codes: updated.